Event description:
During a trident cup revision due to recurrent dislocation, there was a ring of sheared off poly liner sitting in the cup when the poly was removed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding recurrent dislocations and shearing off of a ring involving a trident 10° insert was reported. The event was not confirmed. The shell and insert were returned assembled. The insert is unremarkable apart from the hole that was drilled into it to remove it from the patient. There is no evidence on the returned product that confirms the reported dislocation. There is also no evidence of the sheared off ring or where this could potentially have come from. The ring that reportedly sheared off the insert was not returned. Review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for this lot. The root cause of the reported dislocations could not be determined as no medical information was provided. The trident insert showed no visible signs of damage.

Event description:
During a trident cup revision due to recurrent dislocation, there was a ring of sheared off poly liner sitting in the cup when the poly was removed.